Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012 the patient underwent l3 to the ilium fusion posteriorly with a laminectomy and decompression of the l5 and s1 nerve roots and an interbody fusion at l5-s1 using globus instrumentation, autograft, and bone morphogenic protein. Preoperative diagnosis: grade 1 spondylolisthesis at l5-s1 with bilateral pars fractures and of note the patient has an extremely high pelvis incidence which makes this a very vertical l5-s1 disc space. Per-op notes: "we did an aggressive arthrodesis of l5-s1 with ring curets and really got things cleaned out and then I packed some bmp up front and just packed probably about 15ml of autograft, packed it tightly in there at l5-s1 and packed it up anteriorly and then all the way back and got a great, very tight packing of autograft at l5-s1. We did extensive interbody work there and that counts our first level of the fusion, which the code for that would be (B)(4) because we also did perform a posterolateral fusion there. The next thing we did after we finished the interbody fusion, we go on and pushed the lateral fusion to l3, l4, l5 and s1. After that, we than placed the rods and the implant. We used cobalt chrome to get little bit more extensive, a little stiffer construct and we laid 2 large sponges of bmp posterolaterally...... We laid down the 2 large tips of bmp from basically 3 to 2 to ala and packed in some bone graft which was soaked in vertebral body aspirate and packed in the rest of the autograft." It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.